Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had fluctuating blood glucose. Right before supper her blood glucose level was low, then her blood glucose went high and she had to take supplemental insulin. The customer had moderate ketones. The customer went to sleep with a blood glucose level of 200 mg/dl. When she woke up in the morning, she had a blood glucose level that was close to 400 mg/dl. They had contacted their endocrinologist. They did multiple set and site changes. The customer's current blood glucose level was 373 mg/dl. The customer treated their high blood glucose with the insulin pump and manual injection. Troubleshooting was performed and insulin exited without incident. Their current cannula was not bent but they did have bent cannulas in the past. The insulin pump passed the no delivery test. The infusion sets will be returned and replaced. The device will not be returned for analysis.